Manufacturer narrative:
The customer reported that the bsm (bedside monitor) would not allow her to discharge a patient that expired on the device. This was a "do not resusitate" planned event. Patient was taken off of life support. The device alarmed asystole like it was supposed to. Whenever the nurse tries to discharge the patient at the cns (central monitoring system) or the bsm (bedside monitor) the device displays the arrhythmia recall and will not discharge. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) would not allow her to discharge a patient that expired on the device. This was a "do not resusitate" planned event. Patient was taken off of life support. The device alarmed asystole like it was supposed to. Whenever the nurse tries to discharge the patient at the cns (central monitoring system) or the bsm (bedside monitor) the device displays the arrhythmia recall and will not discharge.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) would not allow her to discharge a patient that expired on the device. This was a "do not resuscitate" planned event. Patient was taken off of life support. The device alarmed asystole like it was supposed to. Whenever the nurse tries to discharge the patient at the cns (central monitoring system) or the bsm (bedside monitor) the device displays the arrhythmia recall and will not discharge. The customer was told to unplug the ECG cables and then silence alarm and try discharge. After clearing the alarm the patient was able to be discharged. The device was never sent in for an evaluation as the problem was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.